Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the cord was leaking air was not confirmed. However, during evaluation, it was observed that the device overheated at 147.4 degrees fahrenheit. During repair it was observed that bearings in the burr lock assembly were found to be worn out causing the device to overheat. The assignable root cause of the worn out bearing was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the cord of the handpiece device was leaking air. During in-house engineering evaluation it was observed that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.